Manufacturer narrative:
One (1) impl twist mp-1 3.75 mm 8 mm (1988) was returned for investigation. Visual evaluation of the as returned product identified the implant was already disengaged from fixture mount. Implant damage at collar area. The alleged coob could not be verified as the condition of the product when it was received, is non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 31 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020060164). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020060164) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The alleged coob could not be verified.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site # 31.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   PMA/510k: k943604.